Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive was used in conjunction with the versacross connection system to cross transeptally into the left atrium (la). Then, the physician used non-boston scientific device via the faradrive to map the la. Aspirating flushing was working properly. Then the non-boston scientific device exited the body, and the physician tried to aspirate. The syringe did not pick up any fluid nor bubbles and instead was suctioned back. Basically, the physician was unable to aspirate any blood/saline from the sheath. Another faradrive was replaced in which there were no issues. Flushing of the sheath was done to see if it had any clots getting in the way, there were a few found (as found in the attached picture). Aspiration from the sheath was done but was having the same issue. Aspiration was not getting any liquid into the syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulse field ablation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive was used in conjunction with the versacross connection system to cross transeptally into the left atrium (la). Then, the physician used non-boston scientific device via the faradrive to map the la. Aspirating flushing was working properly. Then the non-boston scientific device exited the body, and the physician tried to aspirate. The syringe did not pick up any fluid nor bubbles and instead was suctioned back. Basically, the physician was unable to aspirate any blood/saline from the sheath. Another faradrive was replaced in which there were no issues. Flushing of the sheath was done to see if it had any clots getting in the way, there were a few found (as found in the attached picture). Aspiration from the sheath was done but was having the same issue. Aspiration was not getting any liquid into the syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: analysis of the returned faradrive sheath, no abnormalities or defects were identified that could have contributed to the reported complaint or patient complication, as the sheath demonstrated the ability to aspirate with minimal air ingress. Thrombosis is an expected procedural complication, as described in the faradrive IFU, and its occurrence may not be related to the quality or performance of the sheath. Therefore, the root cause of the reported allegation could not be confirmed. Visual inspection identified a kink near the distal tip of the sheath. This condition would not have contributed to the reported allegation, and the complaint summary did not reference any issues with the shaft. Therefore, this condition may not have been present at the time of the event and may have occurred during device transportation or storage.